Event description:
It was reported the implantable neurostimulator (ins) was placed incorrectly because the ins was not placed flat. It was stated the ins was at an angle where the top was protruding out of her body and got caught on things and it was excruciatingly painful. The ins was revised the day prior to report to lay more flat.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # va076ex, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).